Manufacturer narrative:
Additional information was received indicating that the device has no errors and the customer called to cancel the service requested. No service was performed to this unit. The customer called in only for the need of buying spare parts.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16nov2020.

Event description:
It was reported to philips that the unit had turbine fault. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.